Event description:
The customer reported a contained cap piercer leak involving the unicel dxc 600 synchron system. The customer observed fluid on the top of the sample tubes after the samples were process by the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no exposure or injury was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer disabled the cap piercer until instrument was serviced. Beckman coulter reviewed the instrument's event log and noted that "obstruction detected" error messages were generated at the time of the event. A beckman coulter fse (field service engineer) was dispatched to evaluate the instrument at the customer's laboratory.

Manufacturer narrative:
The beckman coulter fse observed 'pooling' after the cap piercer cut the sample tube caps. The fse also noticed that the cap piercer would occasionally lift the tube and rack up with it, causing pooling of wash solution on top of the sample collection cap along with a clunking noise. The fse rebuilt the bottom of the cap piercer and verified repair per established procedures. Failure mode is attributed to the faulty cap piercer. (B)(4).